Event description:
It was reported that during a zero-p implantation at c6-7, surgeon inserted the implant, lot 7755852 and the locking mechanism would not lock. Surgeon used the screw removal tool to remove the implant, surgeon then flipped the implant re-inserted and the locking mechanism would not lock. The surgeon selected another implant lot 3537843. At the insertion of the second screw, the screw and plate separated from the peek. Surgeon removed the zero-p implant by hand and selected another larger zero-p implant. The procedure was completed with no further complications. The procedure was extended about 20 minutes with no report of patient distress. During the removal of the screw, the inner shaft of the inner shaft for removal screwdriver bent, and one 3.7mm ti cervical spine screw was damaged. This is report 1 of 3 for this event.

Event description:
This is report 1 of 3 for this complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the implant was received in the assembled condition. There were small gouges in the spacer near both screw cut outs. All other features of the spacer were in good condition with no other damage noted. There were small scratches, and gouges on the interbody plate near the caudal screw hole and blocking mechanism. All other features of the interbody plate were in good condition; the blocking mechanism was in good working condition and could successfully block a screw. Despite the damage, there was no indication that the dissociation could happen without any external loading or forces. The damage to the spacer was most likely caused during the hole prep and screw insertion. The scratches on the interbody plate could have been caused during hole prep or during the removal of the interbody plate from the patient. When properly aligned, the interbody plate and spacer could successfully be disassembled and reassembled or retained. The implant is designed to have a semi-rigid connection between the interbody plate and spacer. The intent for this design was to decouple the interbody plate from the spacer, so the interbody plate could perform similar to an anterior interbody plate, and the spacer could perform similar to an interbody spacer. This design scheme is meant to minimize the stress and promote load sharing between the interbody plate and spacer. Thus, the interbody plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one vertical direction. Implants with smaller heights can be more susceptible to disassembly because the complimentary mating features are slightly smaller in the vertical direction. In addition, the hole prep and screw insertion instruments are designed to insert screws within a specific range. If these instruments are misused outside of the range, it could create an environment that could cause the interbody plate to separate from the spacer. It is concluded that this complaint is invalid. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the vertical orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the interbody plate and spacer. Dissociation could also happen if the hole prep and screw insertion instruments are used outside of the recommended screw insertion angle ranges. The manufacturing evaluation showed the blocking mechanism would not lock. The functional test with ball impactor and with the screw-gauge shows that the blocking mechanism is in good working condition and could successfully block the screw-gauge. A lot of organic residues have been found into the hole and mechanism. All relevant inspected dimensional and functional characteristics are within specifications. Parts are visibly damaged. It is concluded that this complaint is deemed invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.